Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was offline. A field service engineer (fse) replaced the power supply twice to resolve the issue of the device. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user encountered a 'drawer offline' message. They verified the network adapters and confirmed correct ipv4 settings, but the issue persisted after reopening the cabinet application. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.